Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (300s mg/dl) and boluses via the pump were delivered to address the bg level. The customer was in "a lot of pain" and the customer thought that the pain may be impacting the bg level; however, the customer was not sure. The customer did not know if the pain was related to the pump or supplies. As the high bg had occurred in the past, tandem technical support advised the customer to discuss the events with a healthcare provider.